Manufacturer narrative:
Follow up # 1/supplemental report text 02/22/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082513.

Event description:
The lay user / patient contacted lfs (B)(6) on (B)(6) 2011 alleging inaccurate high readings on the patient's one touch vita meter. The technical service representative (tsr) contacted the patient to obtain and verify information; however the patient refused to speak with the tsr. The sr. Medical surveillance specialist classified the complaint based on the initial documentation from customer service. The patient tested his blood glucose on an unspecified date and time on their meter and compared it to another meter less than 30 minutes from one another. The patient allegedly obtained blood glucose readings that were high compared to the results obtained with the other device; the patient was unable to provide specific readings. At an unspecified time after testing on his meter the patient experienced the symptoms of dizziness, sweating and shivering. The patient did not seek any medical attention or contact their physician for assistance. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken. The test strips were not expired. A quality control test was not done since the patient did not have any control solution. It would have been helpful to determine the specific results obtained, the date and time of this event, the patient's meter readings earlier on the day of this event, his expected results, if he tested while symptomatic, the time of the onset of symptoms, and the patient's diabetes medication regimen. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated readings on the reported meter; therefore this complaint is being reported.